Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. It was further noted that the device had a blocked , jammed trigger in which the root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the coupling tool side was defective on the battery handpiece device. It was further determined that device was found stuck with the oscillating saw attachment device. It was further determined that the trigger on the device was blocked and jammed. It was also noted that the device failed pre-test for status of development, leakage and attachment coupling. It was noted in the service order that the oscillating saw attachment was stuck in the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.